Manufacturer narrative:
An outside the united states customer contacted siemens to report one discordant carcinoembryonic antigen (cea) test result was obtained on one patient sample from an immulite 2000 xpi immunoassay system. Siemens is investigating. The mdrs listed below were submitted for the same event: 2247117-2022-00023, 2247117-2022-00024, 2247117-2022-00025, 2247117-2022-00026.

Event description:
One discordant carcinoembryonic antigen (cea) test result was obtained on one patient sample from an immulite 2000 xpi immunoassay system. The initial test result was not released to the physician(s). The same sample was repeated on the same system and the repeat test result was released to the physician(s). It is unknown if the repeat test result was correct. There are no known reports of patient intervention or adverse health consequences due to the event.

Manufacturer narrative:
The initial MDR was submitted on 27-jun-2022. Corrected data (29-sep-2022): section b3 date of event, and section b6 relevant tests/laboratory data, including dates, of the initial MDR listed the date as 05-may-2022. The correct date for section b3 and b5 is 11-may-2022. Additional information (29-sep-2022): siemens reviewed the available information and found the customer uses greiner vacuette serum gel tubes with clot activator. The sample was allowed to clot for 20 - 25 minutes, and centrifuged for 10 minutes with a swing out rotor at 3000 revolutions per minute (rpm). Prior to repeat testing the sample was recentrifuged. Greiner recommends vacuette serum gel tubes with clot activator should be centrifuged at the earliest 30 minutes after blood collection to minimize post clotting (fibrin build up) in serum. Centrifugation prior to 30 minutes may lead to contamination of the system and to discordant test results. Blood from patients under anticoagulant therapy or patients with coagulation disorders might need longer than 30 minutes to clot. Serum tubes should be allowed to fully clot prior to centrifugation. The cause of the discordant carcinoembryonic antigen (cea) test result is unknown. Pre-analytical factors or a sample issue are potential causes. The system is performing within specifications. No further evaluation of this system is needed. Section h6 adverse event problem codes were revised. The mdrs listed below were submitted for the same event: 2247117-2022-00023_s1, 2247117-2022-00024_s1, 2247117-2022-00025_s1, 2247117-2022-00026_s1.